Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain, shoulder pain, headache and vomiting. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the events. It was reported that the patient refused treatment and left the hospital against medical device one day after the event onset. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.